Event description:
Dealer says he has low o2, and the shift pressures change by itself.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 3004493922-2013-01565 for a concentrator with low o2. This is a non reportable event. The unit is still operating, is designed to alarm to alert the user to switch to an alternate source of oxygen and to seek repairs. This is not a life support / life sustaining device.